Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional during surgery reported that lens was inserted in patient eye and they have noticed a dot in the middle of the lens. Subsequently the lens was removed during initial procedure and it was completed on same day without any harm to the patient. Additional information has been requested.